Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number (B)(4)model/catalog description control pump fgs iz. Model number / catalog number 72400024 serial number null batch/lot number (B)(4)model/catalog description balloon fgs 61-70 cm. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced a failure with an artificial urinary sphincter (aus) as the device would only stay open for 10 seconds when the device was cycled making the patient unable to fully empty the bladder. The patient scheduled an appointment with the physician in which the device was deactivated. After the deactivation the patient had complete urinary retention and had to go to the emergency room. The patient was catheterized and was passing blood clots. Erosion was suspected. The device was expected to be removed a week later.